Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure there was a baseline effusion noted. The physician performed transseptal puncture, with no issues reported and a 27mm watchman flx pro device was implanted. After the device implant, an effusion was discovered in the right ventricular (rv). A pericardiocentesis was performed. The fluid was left sided blood he claims and unsure how much. The patient fully recovered and has been discharged. In the physician opinion, it is unknown when the perforation occurred during the procedure, however it was confirmed it did not happen during the placement of the watchman device. The patient was not under warfarin nor antiplatelet drugs at the time. Act was therapeutic. The patient was stable. The device is not expected to be returned for analysis (disposed).